Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material at 1mm proximal to distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material at 1mm proximal to distal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications.